Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K990090. Investigation: samples received: 24 unopened pouches and 1 opened with the thread broken. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 3,492 units of this code-batch. There are no units in our stock. We have received 24 closed samples and 1 open and used sample with the thread broken. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.93 kgf in average and 0.83 kgf in minimum (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported the thread broke during sugery. Additional information is not available.